Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, as a result the hard disk drive was reconfigured and current software was reloaded. It was also confirmed that the ECG appeared to be failing, as a result the link electronic module (lem) circuit board was replaced and calibrated. It was also noted that the system fan was noisy.

Event description:
It was reported that the programmer boots to a blank screen, with "medtronic" in white. It was further reported that the plug-in for the ECG (electrocardiogram) appears to be failing; there is interference that goes away when the jack is wiggled. Replacing the cable did not resolve the issue. The programmer was returned for repair. There was no patient involvement.